Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system displayed an alert stating, ¿x-ray system is starting up,¿ which prevented the system from booting. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the main computer application was not starting up properly and confirmed to be a software issue. To resolve the issue, the fse reinstalled the system software. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed an alert indicating "xray system is starting up", preventing the system from booting. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.